Manufacturer narrative:
On 11/03/2015 the field service engineer (fse) found valve lv12 not working causing an overflow at the wbc bath. The fse replaced lv12 and the instrument ran without leaks. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a contained fluid leak of about 1/4 ml from the coulter act diff 2 analyzer. There were hemoglobin incomplete error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.